Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation method codes).

Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated, out-of-range shock impedance measurements (greater than 125 ohms). Boston scientific technical services (ts) was contacted and discussed that the isolated impedance spike could be the result of the patient's clinical condition and has since returned for normal values. Regardless, ts provided potential options for assessing the rv lead integrity, such as via provocative maneuvers, isometrics and/or diagnostic imaging. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead recently exhibited elevated, out-of-range shock impedance measurements (greater than 125 ohms). Boston scientific technical services (ts) was contacted and discussed that the isolated impedance spike could be the result of the patient's clinical condition and has since returned for normal values. Regardless, ts provided potential options for assessing the rv lead integrity, such as via provocative maneuvers, isometrics and/or diagnostic imaging. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.